Manufacturer narrative:
A mustang 6 x 20,75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 82mm distal from the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18nov2020. It was reported that balloon leak occurred. The target lesion was located in the mildly tortuous and moderately calcified arteriovenous fistula. A 6.0 x 200, 75cm mustang balloon catheter was used for post dilatation. However, after dilatation, angiography image revealed that the contrast agent was leaking. The procedure was completed with another of the same device. There were mo complications reported and the patient was fine. However, returned device analysis revealed balloon pinhole.